Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the peritonitis event. On the same day as the event onset, the patient was treated with vancomycin injection (1 g, after five days, ongoing, route was not reported) and fortum injection (1 g, daily, ongoing, route not reported) for peritonitis. It was reported 16 days after event onset, the patient passed away. The cause of death was reported as due to a fungal infection (unspecified). The cause of the fungal infection was unknown. It was reported the patient was hospitalized at the time of death (unknown admission date, indication not reported). It was not reported if an autopsy was performed. It was reported that antibiotic therapy was ongoing at the time of death and the patient was not recovering from the peritonitis event. It was reported pd therapy was ongoing prior to, and at the time of death. No additional information is available.